Event description:
A healthcare professional at facility snapped the head of the spatula and some of the collected material splashed in the healthcare professional's eye. The sample was from a hiv positive patient.

Manufacturer narrative:
The spatula is supplied as a component to tripath imagining for use is the sure path preservation cervical sampling system. The spatula is designed to break to facilitate sample collection. In this use, the spatula did not malfunction. No further details of the event are known. This report may be supplemented as new information becomes available. Regulations regarding MDR reporting are applicable. Cooper surgical believes that tripath imaging has already submitted an MDR on or about july 19, 2006.